Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to noise that was being oversensed. Subsequently, the system was explanted and replaced with a transvenous system. The products ae expected to be returned. No additional adverse patient effects were reported.